Event description:
On (B)(6) 2011, a craniotomy was being performed on an elderly pt for tumor removal. After the surgery was completed, and while the pt was still under the effects of anesthesia, the surgeon requested the use of the cusa again to "touch things up." The cooling alarm alert sounded. The unit did not come in contact with the pt when this occurred and there was no injury involved with this report. The surgeon decided not to do anything further as the surgery was successful.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.